Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was unresponsive. The customer did not provide patient involvement information. The evaluation and repair will be completed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to evaluate the device.